Event description:
It was reported that the customer was complaining about air bubbles. Troubleshooting was performed but the anomaly persisted. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Error alarm during prime test due to faulty force sensor resistor. Unable to perform the occlusion test due to an error alarm. The insulin pump was received with cracked battery tube threads, reservoir tube lip, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.